Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2008, laparoscopic adhesiolysis and incisional hernia repair with composix e/x mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The medical records provided, which do not extend beyond the implant procedure in 2008, do no indicate that the device failure occurred. There is also no indication that the mesh has been explanted. A mfg review was performed and did not find evidence of a mfg related cause for the alleged event. Without add'l info, no conclusion can be drawn.